Event description:
It was reported that (2) mcl20 were used during an unknown procedure. It was reported by the rep that lot #p4l54h would not fire and lot #n4kk86 was not opened because a staple was loose in the package. The hosp would not use it. Very little details about the failure. There was no consequence to pt.